Event description:
Customer reports when removing arterial fistula needle after hemodialysis treatment, small amount of blood noted to the 4x4 gauze underneath and supporting needle. Blood appeared to have leaked into the safety mechanism of the needle. Safety mechanism difficult to engage.